Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a higher reading from her adc freestyle libre sensor than a reading received via capillary test. She further reported that on (B)(6) 2019 she received a scan result of 291 mg/dl, but at the time, was feeling hypoglycemic. Her daughter performed a test using an adc meter and received a reading of ¿lo¿ (a reading less then 20 mg/dl). Customer¿s daughter administered a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a higher reading from her adc freestyle libre sensor than a reading received via capillary test. She further reported that on (B)(6)2019 she received a scan result of 291 mg/dl, but at the time, was feeling hypoglycemic. Her daughter performed a test using an adc meter and received a reading of ¿lo¿ (a reading less then 20 mg/dl). Customer¿s daughter administered a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.